Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power brick could not be positively identified. No adverse event resulted from the defective power supply brick. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his charger/modem will not power up. The patient was issued a replacement charger/modem.